Event description:
According to the reporter: post operatively, the suture did not dissolve. The patient complain skin closure stitches are sore, prickly and they are associated with redness and some pussy discharge. Patient status : unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. It was observed that the needle was attached to the suture. A tactile and microscopic inspection of the suture and needle was performed with no abnormalities. The retainer was inspected with no abnormalities. Pmv was unable to reproduce the reported condition. Without additional information, the reported condition could not be confirmed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.